Event description:
The device gave an error message, vacuum alarm x 3 attempts. They were able to open another device and complete the case. Manufacturer response for endometrial ablation device, hologic (per site reporter). They will perform a quality review of the device and credit us.